Event description:
It was reported that approximately one week post xience v stenting procedure in a previous heart transplant patient, the patient experienced a seizure. A change in pre-stent drug therapy of cyclosporine and myfortic to post stent implant of discontinuation of myfortic and began therapy with rapamycin (sirolimus) occurred. It was noted that the stenting procedure was uncomplicated. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operation context of the procedure.